Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in the (printed circuit board) ap board, the image was interrupted and corrosion on the video connector socket a root cause could not be identified. Based on the results of the investigation, it is likely that following led to the malfunction: due to a failure in the printed circuit board (ap board), the image was interrupted. The most probable cause of the other identified failures is traced to component failure, indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center exhibited no image. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.